Event description:
It was reported that the customer experienced a blood glucose (bg) level that was low, specific value was not provided. Customer required assistance consuming candy to address bg level. Reportedly, the customer alleged sleep schedule did not activate when expected to. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer having exercise activity on when they intended to have sleep schedule on. Customer understood and acknowledged. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin."